Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer's blood glucose level was 72 mg/dl at the time of incident. It was also reported that the display did not return after insertion of new battery. It was also reported battery compartment was neither damaged nor corroded. The customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. Unit was monitored for 24 hrs and unexpected display anomalies including blank display anomaly was noted. Unit was received with cracked case at the battery tube threads.